Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. A review of the current complaint data reveals that this complaint mode was identified as a trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter a lap lobectomy vats, the device operator locked the jaws, pressed the green button, but the device did not fire. The device did not staple. The reload was changed to resolve the issue. There was poor staple formation and an incomplete staple line due the device not stapling. The jaws did not lock on tissue. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.